Event description:
A rusch brillant 170003 catheter was placed intraoperatively by a (B)(6) boy. On the second day after the operation the catheter fell out because the y part of the catheter broke off and the balloon deflated. Fortunately, nothing happened to the little boy and he was able to dissolve urine spontaneously so that no new catheter had to be placed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No physical investigation or assessment has been conducted on the defective catheter since no complaint or representative sample has been returned for investigation. Therefore, the complaint cannot be confirmed. Catheter broke or detached may due to several reasons. Since no sample returned, further investigation could not be conducted to identify the actual problem. Therefore, this complaint could not be confirmed.

Event description:
A rusch brillant 170003 catheter was placed intraoperatively by a 6-month-old boy. On the second day after the operation the catheter fell out because the y part of the catheter broke off and the balloon deflated. Fortunately, nothing happened to the little boy and he was able to dissolve urine spontaneously so that no new catheter had to be placed.

Manufacturer narrative:
(B)(6) visual examination was conducted on the returned sample , and it was observed that the catheter broke into two parts. Both the catheter shaft and funnel were examined using dino-lite to analyze the damaged area and torn edges. Based on observation, the torn shaft surface was jagged and uneven. Review on the funnel portion reveals same cutting edges in which suggesting that the tube was once well attached to the funnel. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object that may deteriorate the catheter. Nevertheless, as part of our initiative, positive released test was conducted at injection molding process. As per spm-a51-002, maximum of 8 pieces of catheter from each batch were tested using weight load during start and stop of injection molding process. 0.75kg load (for catheter size ch6-ch10) and 1kg load (for size ch12 and above) will be tested as per bs en iso20696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
A rusch brillant 170003 catheter was placed intraoperatively by a 6-month-old boy. On the second day after the operation the catheter fell out because the y part of the catheter broke off and the balloon deflated. Fortunately, nothing happened to the little boy and he was able to dissolve urine spontaneously so that no new catheter had to be placed.